Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1930904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) was inserted and upon retracting the balloon it burst. The procedure was completed by manual compression for about 20 minutes. There was no reported patient injury. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. The procedure used an ante-grade approach. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The target lesion and/or the stick location was the femoral artery (fa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had moderate vessel tortuosity. There was a presence of a little calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The balloon lose pressure was observed in patient use and after being pulled to the arteriotomy. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the femoral artery. The procedure used a non- cordis sheath. Other additional procedural details were requested but are unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The balloon of the 6f/7f mynx control vascular closure device (vcd) was inserted and upon retraction the balloon burst. There was no reported patient injury. The user was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU). The procedure used a non- cordis sheath. The target lesion and/or the stick location was the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used an antegrade approach. The lesion had moderate vessel tortuosity. There was presence of a little calcium in the vicinity of the puncture site. The balloon loss of pressure was observed during patient use after being pulled through the arteriotomy. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the femoral artery. The procedure was completed by using manual compression for about 20 minutes. The patient recovered after the mynx event. The patient's hospitalization was not extended as a result of the event. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile 6f/7f mynx control vascular closure device was returned. Per visual analysis, the received device showed that button 1 was not depressed and button 2 remained in the manufactured position. The procedural sheath was not returned, and the sealant was observed to have remained under the sealant¿s outer sleeves. The catheter was inspected for anomalies and none were observed. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a taper to taper tear in the balloon, approximately 1 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1930904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.